Manufacturer narrative:
(B)(4). One used lf1737 was received for evaluation. The returned sample met specification as received. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of reported incident. Visual inspection found no defects. The customer reported that during procedure, sealing became incomplete. The reported condition was not confirmed. Inspection noted an unidentified white liquid in the heel of the jaw but this did not compromise the sealing effect. The device was mechanically tested and the lever, trigger, rotation wheel, jaws, and knife functioned properly. The jaw force was acceptable. The device was plugged into a force triad generator with the generator set at 2-bars. A full thermal effect per cooking and steam was visually verified when tested on simulated tissue. Testing was then performed on porcine kidney vessels of varying diameter and the device functioned normally. Multiple seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. A full thermal effect was visually verified while activating on porcine tissue. The investigation found the device to function normally. The IFU states, the lever must be continually held with the activation button fully depressed until the seal cycle is complete. The lever does not latch into the activation position. There are many factors that affect seal quality. Refer to the product instructions for use that addresses tissue sealing recommendations. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Event description:
The customer reported that during the procedure, sealing became incomplete. Another device was used to continue the procedure. The operating time was not extended. There was no bleeding. There was no patient harm.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.